Event description:
I saw a well-renowned surgeon in (B)(6) in 2007. He was having a holiday special so I felt like I had to book right away. I spent over an hour in consultation and was told mentor smooth saline implants were my best bet because they had a lifetime guarantee, were safer than silicone, and were the best and safest all around. I have all of my paperwork from 2007 and upon review there was no mention of "hey, you need to replace them at some point and oh you might feel like you are dying!" The only health side effects they told me I could possibly have were cardiac issues since the implants would be right near my heart. Then they said some other things that could happen were I could not happy with how they looked, rippling of the nipple, and loss of nipple sensation and it was possible that I would have ruptured implants. I was never told they had a "shelf life" of 10 or so years or that I would ultimately feel like I was dying and undergo multiple surgeries, removing organs and be on multiple medications. My symptoms started just 2 years after I received implants. I have spent thousands of dollars with doctors trying to figure out why I ultimately feel 80 when I was in my early 20's (now in my 30's). My symptoms have been progressive, and I have been diagnosed with a bunch of autoimmune diseases/health issues, none of which run in my family. Here are a list of my current symptoms: fatigue, memory loss, brain fog, fogginess in my eyes, muscle and joint pain, breast pain, breast burning, breast pressure, lung pain, weight issues (I gain and lose the same: 20 lbs) with normal thyroid levels, inflammation, poor sleep, severe anxiety, depression, dry eyes, decline in vision (I have lasik), floaters in my eyes with no apparent reason, hormonal imbalance, full body swelling, gerd, ibs, intolerant to cold and heat, random skin rashes, sudden food intolerances (all allergy testing came back negative), headaches, super slow muscle recovery after any type of activity, frequent urination (for no reason according to drs), premature ventricular contractions with no signs of mitral valve prolapse, pins and needles all over body including eyes, gallbladder issues so I had it removed, tonsil cysts so I had them removed, endometriosis so I have had multiple laparoscopic surgeries, discolored hands and feet, pain in my armpits and shoulders (front and back) and more but I have 4,000 characters I can type. I thought I was going crazy and most doctors said it was all in my head. Then, I started bringing it up to doctors and friends and anyone who would listen. I was comforted by the fact that I wasn't alone and that a couple of my doctors did in fact think it was my implants. I know I made the decision to get implants, but I did not choose to sign my life away, to feel so depressed and be in so much pain that I am of no use to my family, children, friends and work. I was not completely informed on what the side effects could possibly be or that my breasts would ultimately be what killed me. I urge you to please listen to any women that tell you mentor implants (all of them) are the devil and there should be some sort of warming to all women who decide to get implants. I mean, cigarette companies have to say their products could cause cancer and make you sick. Why shouldn't implants?